Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced feeling dry and feeling like he was becoming hypoglycemic. The cgm was reportedly reading 500 mg/dl (the display device will show the word high for any cgm value 401 mg/dl and above), and the blood glucose reading was 156 mg/dl. The patient self-treated with apple juice and called emergency medical services. In the hospital, the bg was reportedly 302 mg/dl while the cgm was 61 mg/dl. The patient was given a banana bag and medication for pain. After treatment, the bg was 159 mg/dl while the cgm was 311 mg/dl reportedly during the time of the report. At the time of the report, the patient was still unwell, shaking while in the hospital and thought he was hypoglycemic. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.